Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the issue and replaced the suspect universal surgical manipulator (usm) to resolve the errors. After replacement, the system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. During testing, the usm triggered 1126 (on parallelogram)/31226 (upstream to axes controller motor (acm)) fault in normal mode. The fa technician swapped a new parallelogram fiber cable, the error did not return and then again re-installed back the original fiber cable and 1126/31226 errors re-occurred. The usm failed the fiber test pointing to axes controller spar (acs) downstream (rolling loop) on the patient side cart (psc) fixture test platform (pftp). As a fix to the reported problem, the parallelogram assembly and the rolling loop assembly on the usm arm will be replaced. As part of investigation, the usm arm was confirmed to be requiring an upgrade. In order to perform this, parts and were replaced. Following this the usm arm was recalibrated then retested and passed all testing specification. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found error 31199 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk0152. This complaint is considered a reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the universal surgical manipulator (usm1) was faulting. The customer received phone assistance from the technical support engineer (tse). Prior to calling for troubleshooting, the customer had power cycled the system but the issue persisted. The customer disabled usm1 and continued with remaining 3 usm arms. The technical support engineer (tse) reviewed the logs and confirmed the error 31199 on usm1. The site was continued the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.